Manufacturer narrative:
Sensory medical is working with the dme to send a replacement tech hub and canopy. Sensory medical directed the complainant to discontinue use of the bed until replacements are installed. The lot number for the tech hub is 11122024. The lot records were reviewed and the lot passed all inspections. The tech hub manual provides the following information: in the warnings section on page 3: â· check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. â· do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: â· discontinue use and contact us immediately if anything is damaged or missing. â· technology hub zipper + cord loop are intact and lock is secured. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per complainant, a dme representative, the child cracked and pushed out the tech hub then proceeded to climb through the tech hub hole, climb to the top of the bed and jump on the top of the canopy leading to a tear the roof and the child falling through. Per complainant, no injuries were reported. Two pictures were provided that show torn fabric along the edge of the roof. A picture shows the tech hub portal where the zipper pull tab and locking loop are locked to the padlock, but the pull tab (tab where zipper is pulled by the user) is disconnected from the slider (component the moves along the zipper teeth) and there is no tech hub in the portal. Two pictures show the tech hub, which is not attached to the bed, with a crack in the bottom left internal corner of the housing and the two sides of the housing are separated. There was no report of injury as a result of the event.